Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "while impacting the shell into the patient, the impact handle broke causing the cup to remain attached to the inserter while inside the patient. Since there was no alternative release of method the acetabular shell and impactor had to be explanted. After the surgeon used a standard inserter."